Event description:
New information received notes that the patient presented for follow-up in clinic with the skin of the device pocket appearing tender and swollen. The patient's right ventricular lead was noted to have vegetation as visualized with transesophageal echocardiography. The pacemaker and right ventricular (rv) lead were explanted due to infection. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.